Event description:
A surgeon reported four patients with a marked level of inflammation and fibrin on the first day following intraocular lens (iol) implant surgery in spite of unremarkable surgical procedures. The surgeon later reported the inflammation was deemed as toxic anterior segment syndrome (tass). In a follow up, the patients were noted to have marked anterior chamber cell and fibrin. They were all treated with postoperative medications. The events resolved following treatment. The surgeon reported it is unknown if the device caused or contributed to the event. There are four medical device reports associated with this event. This report is for the third patient. The first patient has previously been reported under manufacturer report number 3002037047-2013-00024.

Manufacturer narrative:
Investigation of compounding and filling batch records found no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Our lab has retested a retained sample of this batch and all results conform to the specifications for the tested parameters. No root cause could be identified by the investigation. There has been three other similar complaints reported in the lot number. All complaints are associated with these reported events. Additional was requested and received. (B)(4).